Manufacturer narrative:
Carefusion/bd has reached out to customer three times to provide the complaint device for further investigation. A ups label was also provided to the customer each time. Unfortunately, carefusion/bd has not received the complaint device for evaluation or the requested additional information. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Customer reported the following "rainout on the expiratory side, excessive rainout. The vent ¿sounded like making popcorn". Had to bag patient, heavy water spray when changing expiratory filter, need to change expiratory filter more often. No patient injury or death was reported."